Event description:
Found during routine testing. Customer called to report device does not recognize when plugged into ac power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control service will contact customer for device service. Physio-control will submit a supplemental report on this event to the FDA.